Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 7 months after insertion of essure (ess205). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 12 years 7 months after insertion of essure (ess205). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('other organs perforation') in a 44-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), amnesia ("memory ioss"), functional gastrointestinal disorder ("bowel issues"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, amnesia, functional gastrointestinal disorder, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, functional gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: a new essure insertion date has been reported (different from the previous one: (B)(6) 2007). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('other organs perforation') in a 44-year-old female patient who had essure (ess205) (batch no. 509797) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), amnesia ("memory ioss"), functional gastrointestinal disorder ("bowel issues"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (medical device removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, amnesia, functional gastrointestinal disorder, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, functional gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: a new essure insertion date has been reported (different from the previous one: (B)(6) 2007). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: new information added: essure lot number, new reporter (lawyer), new essure insertion date and new adverse events: chronic abdominal, pelvic and back pain, excessive bleeding, memory loss, bowel issues, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, including anxiety anddepression requiring surgical removal of the essure devices. Medical device removal was deleted and it was added as a non-drug tretament of the 'device dislocation into abdominal cavity, device perforation and fallopian tube perforation." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus"), fallopian tube perforation ("fallopian tube perforation") and perforation ("other organs perforation") in a 44 year-old female patient who had essure (ess205) inserted (lot no. 509797) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of fibromyalgia, parity 2, gravida ii, fibromyalgia, diarrhea, uti and bacterial vaginosis. Concurrent conditions were listed as joint pain, muscle pain, dyspareunia, cramp in lower abdomen and menorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), amnesia ("memory ioss"), functional gastrointestinal disorder ("bowel issues"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy and mccall enterocele repair, salpingectomy and mccall enterocele repair). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, functional gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: a new essure insertion date has been reported (different from the previous one: (B)(6) 2007). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: findings: the uterine cavity is normal in appearance. There is an essure coil in each fallopian tube and there is complete obstruction to contrast flow in the fallopian tubes which are completely obstructed. No intrauterine abnormality is seen. [Pathology test] on (B)(6) 2017: specimen: uterus, cervix, bilateral fallopian tubes clinical information: menorrhagia, vaginal hysterectomy for menorrhagia, bilateral salpingectomy: essure coils in tubes. Gross description: uterus and cervix: a stainless steel coil is noted in the left cornu measuring 0.9 cm in length. Right fallopian tube and coil: it contains a silver coil within the lumen measuring 0.8 cm in length. Final diagnoses: uterus and cervix: cervix: nabothian cysts. Negative for dysplasia or malignancy. Endometrium: proliferative endometrium. No hyperplasia, atypia or malignancy benign endometrial polyp. Coil identified. Right fallopian tube and coil: benign unremarkable fallopian tube. Coil identified. Fallopian tube, left: benign unremarkable fallopian tube. [X-ray] on (B)(6) 2007: shows bilateral tubal occlusion implants. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report added. Medical history, lab data, medical history and reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.